Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that this pacemaker was being explanted for normal battery depletion. During the explant procedure, the right ventricular (rv) lead would not come out of the header. Bone cutters had to be used to cut the header of from the device. Subsequently, the lead was able to be removed from the header. The patient sustained 2 seconds of asystole due to the lead being stuck in the header. A temporary pacemaker wire had to be placed to provide pacing support. The device has been returned for analysis. There were no adverse patient effects reported.